Event description:
It was reported that after implant, things started out okay for a couple of weeks, but then something went ¿haywire.¿ the patient felt stimulation not only in her right leg, but also in her left leg, toes, and everywhere else in her body, causing her pain. Since the patient got the new implantable neurostimulator (ins) the machine was still acting up and ¿going haywire.¿ she saw a manufacturing representative 3 times after it was implant and the last time she met with a manufacturing representative was about a month ago and she was reprogrammed and made adjustments, and it lasted another couple of weeks and then it went haywire again. During last week it worked once for 45 minutes before it went haywire again. Since the ins had been implanted, she had at least three episodes of abrupt onset more generalized pain and shocking sensations affecting both lower extremities and her upper body as well. The patient and her daughter initially stated that she was unable to turn off the stimulator, upon closer questioning it appeared that they were able to successfully turn off the stimulator, but the sensations persisted. They did not report any particular pattern of onset of the symptoms related to activity or posture. It was noted that the patient fell backwards about a month ago, but the patient thought the issue started before the fall. There was no known accident or incident related to this complaint. When the healthcare provider (hcp) was going to replace the patient¿s old implant, x-ray showed that one of the electrode turned and that it had been that way for a while. She was known to have one intrathecal lead, which was not programmed, and one appropriate epidural lead, which seemed to be adequately covering her chronic right leg pain. They discontinued one of the electrodes because it was in a funny angle. They stopped that electrode in case that was a problem. A hcp was there and they got everything working again. Her stimulator was interrogated with no apparent problems identified. The stimulator was disabled and the patient was instructed to return for follow-up the next day. The following day, the stimulator was again interrogated. Since the day prior the patient had no additional episodes of severe pain. The contacts on the intrathecal lead were found to have very low impedance and the contacts on the epidural lead were found to have normal impedance. They reactivated her stimulator but allowed her only a relatively low level of stimulation to achieve some degree of comfort and reduce the risk that she was overstimulating herself. Were she to have recurrence of an episode of severe more generalized pain, the hcp recommended that they proceed with the removal of the intrathecal lead to see if that would resolve the problem. Failing that, she might need to be worked up for another medical source for her symptoms. The patient was going to contact the patient if she had any recurrent episodes. During the clinic visit, most of the time was spent in consultation and counseling regarding her symptoms, their evaluation, and possible remedies. The hcp personally spent about 30 minutes face-to-face with the patient. Since the last adjustment she only had 1 cycle and it worked for a short time, meaning it might work for a couple of weeks and then it would go haywire again. After the adjustment it worked for about 12 days and then it went haywire. The patient spoke with a manufacturing representative on the phone a couple of times. She was now in a lot of pain without using the device in her leg. The device used to provide relief and the patient could walk so much better, even though with the walker. Now she was afraid to put it on because it would start going haywire. The patient was wondering if the ins needed to be replaced. She was advised to contact her hcp and manufacturing representative for programming options. The patient was seen and reprogrammed with good results for coverage by a manufacturing representative on (B)(6). Her ¿other issues¿ were determined to be unrelated to the stimulator and was going to be seen in a follow-up appointment with her hcp. It was unclear to the hcp exactly what the problem was that was causing her symptoms. One possibility was that there was a significant malfunction of the stimulator battery causing her to experience excess stimulation, but the hcp thought this was extremely unlikely, since she had recently had her battery replaced with no resolution of this problem. Another possibility was that the intrathecal lead might not be causing physical impact on the spinal cord with certain positions or activities, leading to her perception of severe more global pain. She might also have some new problem entirely independent of her spinal cord stimulator, such as a central nervous system tumor. Overall, the hcp thought it was most likely that the intrathecal lead was related to her symptoms. No outcome was reported regarding this event. Further follow-up is being conducted to obtain thi s information and for clarification. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot# j0555268v, implanted: (B)(6) 2005, product type: lead. Product ID: 377775, lot# j0555268v, implanted: (B)(6) 2005, product type: lead. Product ID: 377775, lot# j0555268v, implanted: (B)(6) 2005, product type: lead. Product ID: 377775, lot# j0555268v, implanted: (B)(6) 2005, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's other issues the patient was experiencing were tingling, shocking, and dizziness. The patient's daughter thought the symptoms may be related to the newly implanted implantable neurostimulator (ins), but the patient experienced the symptoms with the previous ins as well. The last time the manufacturing representative met with the patient, on (B)(6), was the first she saw the patient post-implant of the new ins. They turned off the ins without the patient knowing and the symptoms were still present. The manufacturing representative did not know of any issues with the leads, and at this point they were unsure as to what was causing the patient&#62688;symptoms. The intrathecal lead was completed deactivated and they could not check impedances since even a low voltage was too strong for the patient. The physician thought the mere presence of the lead might have been causing the symptoms but they could not confirm anything at that point. The patient had an appointment on (B)(6) with the physician, but this might have been postponed or cancelled if the patient's symptoms went away and she did not have any more of these events after the reprogramming.